Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: ( left ) 325cc mentor smooth round moderate profile catalog: 3501650 lot: 7633382 sn: (B)(4) and ( right ) 325cc mentor smooth round moderate profile catalog: 3501650 lot: 7633382 sn: (B)(4). On (B)(6) 2019, the product investigation was completed. The following is the device investigation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. A manufacturing record evaluation (mre) of lot number 6901435 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 325cc mentor smooth round moderate profile saline catalog: 3501650 lot: 7671274, sn: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient who underwent primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast prostheses, experienced a left side deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2018.